Event description:
During a pulmonary vein isolation procedure, a tip fracture was noted in the catheter. Following access of the right femoral vein, the sheaths were placed, right atrial geometry was created and the coronary sinus catheter was placed. Next the ice catheter was placed into the right atrium and images were obtained. While imaging the atrium, catheter wasn¿t responding as expected and the images were poor quality. While looking at the images, the screen, the images were lost. The ice catheter was removed and it was noted that a portion of the tip was torn, approximately 1/3 of the way through. The catheter was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. A kink in the catheter shaft was noted 4.0¿ proximal to the distal tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.